Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that guide wire coating was peeled off. The stenosed target lesion was located in the aorta. A 035/260/1 amplatz super stiff guidewire was used. After transcatheter aortic valve implantation (tavi) procedure, a non-bsc stent was placed, and successfully removed. However, when this guidewire was removed, it was noticed that there were some surface damage. The device was completely removed from the patient and there is no segment left inside. The procedure was completed and there were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: analysis of returned product revealed that the guidewire coating of the distal tip was peeled and this condition consequently confirms the reported complaint. The affected section had signs indicating it was highly manipulated. The distal tip was kinked in different sections. The kinked sections and the coating peeled sections found on the guidewire were located in the same place; no more peeled sections were located in the guidewire. The outer diameter of the distal tip, middle, and proximal sections of the device are within specifications.

Event description:
It was reported that guide wire coating was peeled off. The stenosed target lesion was located in the aorta. A 035/260/1 amplatz super stiff guidewire was used. After transcatheter aortic valve implantation (tavi) procedure, a non-bsc stent was placed, and successfully removed. However, when this guidewire was removed, it was noticed that there were some surface damage. The device was completely removed from the patient and there is no segment left inside. The procedure was completed and there were no patient complications nor injuries reported.